Event description:
It was reported that during testing by the manufacturer field technician at the user facility, paint chips were missing from the device. There were no adverse consequences related to this event.